Event description:
Reportedly, a re-intervention was performed to explant the pacing system. The atrial lead was disconnected by turning the body of the lead, however the ventricular lead could not be disconnected by turning the body of the lead due to adhesion. Therefore the ventricular lead was explanted using an excimer laser sheath. After the re-intervention, it was confirmed that the infection occurred in the pacemaker pocket. A new pacing system will be implanted after the patient is healed.

Manufacturer narrative:
D6 updated. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a re-intervention was performed to explant the pacing system. The atrial lead was disconnected by turning the body of the lead, however the ventricular lead could not be disconnected by turning the body of the lead due to adhesion. Therefore the ventricular lead was explanted using an excimer laser sheath. After the re-intervention, it was confirmed that the infection occurred in the pacemaker pocket. A new pacing system will be implanted after the patient is healed.